Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: a manufacturing record evaluation was performed for the finished device (part # 02.118.008 lot # 1206p40) and no non-conformances / manufacturing irregularities were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the initial surgery was performed on (B)(6) 2023. The patient complained of pain a few days after the implantation. X-ray images taken a few months later revealed no bone consolidation, and the plate was damaged/broken. The extraction was scheduled on (B)(6) 2024. According to medical report patient had bone callus and osteomyelitis. The doctor also confirmed the presence of osteomyelitis in the extraction. According to medical report, the patient showed no changes in leukocytes after implantation of the plate. There was also no physical effort that would result in the item breaking. This report is for one (1) 2.7/3.5mm va-lcp medial distal tibia plate/10 holes/right. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The expiration date is currently not available. Therefore, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.